Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. However, the product investigation was completed based on a received photograph of the complaint device. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, only the handle of the soundstar eco ge 8f catheter was observed, foreign material was observed on the handle of the device. No other damages or anomalies were observed on the photo provided. A manufacturing record evaluation was performed for finished device number g9250836, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a soundstar eco 8f ultrasound catheter. There was foreign material inside the sterile package. There was foreign material on the handle of the soundstar catheter, straight out of the sterile packaging. The bwi representative states the material looks like tiny plastic shavings. The catheter was exchanged. The issue was noticed before the soundstar was placed on the sterile field. Ultimately, the procedure was continued and completed. No patient consequences were reported. Foreign material inside the packaging outside of specification is MDR-reportable.